Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care physician (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that electrode #3 was greater than 4k ohms. The hcp (who was the patient¿s primary hcp) ran the check at the standard voltage of 1.0 volts 210 hz. It was suggested while on the call to run the impedance at higher voltage if possible to get better results and perhaps increase pulse width (pw) as well. The hcp also reported that the patient had pain and inflammation at the hip and that when the patient turned the therapy off the pain resolved. The hcp also noted the patient did fall on concrete prior to having the pain. The hcp reported an x-ray was done and it looked like everything was in place. The patient has seen other doctors before seeking the caller for treatment. The hcp stated that electrode #3 was not being used and that they didn't know about the impedance issue until the day of the call. No further complications were reported/anticipated.